Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain, in the previous night's therapy was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with an alarm while using the homechoice (hc) during the initial drain, in the previous night's therapy. (B)(4) reviewed the alarm log with the patient and found that the hc alarmed with a system error 2240. The patient explained he thought he was connected, but could not verify. Product surveillance spoke with the patient's dialysis nurse who explained the patient has a history of noncompliance, skipping therapy if a problem arises instead of calling baxter for assistance. She added that the patient was in the clinic today for an appointment with their nurse and nephrologist. The patient reported skipping therapy again "for a few days". No adverse symptoms were reported by the patient for this incident. During the clinic visit, the doctor talked to the patient about noncompliance, the importance of daily therapy and reporting any problems to his nurse. The patient checked out ok and returned home.